Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b5, g3, g6, h2, h6 (component code, impact code, device code). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported and later learned that a patient with a 29mm 7300tfx mitral valve in mitral position underwent a valve in valve procedure after an implant duration of 10 years, 18 days due to stenosis. Tmvr was completed with a 29mm 9755rsl transcatheter valve without issue.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve in mitral position is under evaluation for a possible valve in valve procedure after an implant duration of 9 years, 11 months. Reason for reintervention was not provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.